Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with a saline mentor smooth round moderate profile 325cc breast implant (side unknown) and an unspecified mentor saline breast implant has experienced autoimmune disorder (the patient reported unknown autoimmune issues) this case was not confirmed by a healthcare professional. As a result, the patient underwent bilateral removal on (B)(6) 2018. This report is for the first of two devices (device known).